Event description:
It was reported that far-field oversensing was seen on the right atrial (ra) channel, resulting in an inappropriate mode switch. Technical services (ts) was contacted, and ts discussed programming options. No adverse patient effects were reported.